Manufacturer narrative:
Medtronic received information from an (B)(4) data base which focused on technical support and documented data for patients implanted with transcatheter valves. The information was provided as part of a data set. No other information has been provided regarding this transcatheter bioprosthetic valve/delivery catheter system (dcs). Initial reporter (hcp) information was not available for this data set. The device serial/lot numbers were not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted transcatheter valve, bleeding complications occurred and resulted in anemia. A transfusion of 21 units of blood was required. The cause of the bleeding was not available. Subsequently, the patient expired due to renal failure and septic shock eight days later and was possibly due to the procedural complications of bleeding. No autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.